Event description:
A cobe heart/lung perfusion pack was setup for use in an open heart surgery case. The user reported that upon applying the cross clamp to the heart, the drop in pressure at the heart caused air to begin moving up the line toward the heart. The surgeon clamped the left vent line before any air reached the heart. The perfusionist checked the left vent line at this point and observed that the left vent valve was reserved from its proper direction of flow in this line. The users changed out the left vent line and continued the procedure without any further problems. No pt injury resulted.